Event description:
The lay user/pt contacted lifescan alleging that the product was prompting an "error 5" message, which was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan wil inform FDA of the results in a supplemental report.